Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture and p-wave amplitude variation on the atrial lead due to lead dislodgment. Chest x-ray was performed atrial lead dislodgment was confirmed. The physician elected to explant and replace the atrial lead. There were no patient consequences.

Manufacturer narrative:
The reported events were for failure to capture and p-wave amplitude variation due to lead dislodgment. Visual inspection of the lead found the retracted helix clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for failure to capture and p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.